Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while sleeping. Customer had elevated blood glucose levels (300 mg/dl) and low levels of ketones. Customer delivered a manual injection to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered.